Event description:
Customer reports receiving a blood glucose result of 157 mg/dl with feelings of nausea, vomiting and her body being sore while using the aviva system. Customer self treated with 6 units of novolog insulin and attempted to eat breakfast; could not keep any food down. Customer reports being taken to the ER 3 hours later with a blood glucose result of 413mg/dl; was treated with an IV, insulin and pain medication. Customer reports being hospitalized for dka for 3 days. No controls were run. A request was made for return of the suspect product and a replacement was sent.